Manufacturer narrative:
(A2) age at the time of even: 60 years. (B2) outcomes attributed to adverse event: added check for hospitalization - initial or prolonged. (B7) other relevant history, including preexisting medical conditions: patient has osteoarthritis. (D4) expiration date: 09-sep-2028, serial number: (B)(6). (E3) occupation: physician. (G5) PMA/510(k)number: k162726. (H3) the subsidence reported was likely the result of either under sizing the humeral stem or insufficient bony support for the implant. However, this cannot be confirmed because the component was not returned for evaluation. (H4) device manufacture date: 11-sep-2018. The following sections have corrected information: (d11) concomitant device(s): equinoxe reverse 38mm humeral liner +0 (cn: (B)(4), sn: (B)(6). Equinoxe reverse tray adapter plate tray +5 (cn: (B)(4), sn: (B)(6). Equinoxe reverse 38mm glenosphere (cn: (B)(4), sn: (B)(6). Rs glenoid plate r post aug, 8 deg, right (cn: (B)(4), sn: (B)(6). Eq rev compress screw lck cap kit, 4.5 x 38mm (cn: (B)(4), sn: (B)(6). Eq rev compress screw lck cap kit, 4.5 x 42mm (cn: (B)(4), sn: (B)(6). Eq rev compress screw lck cap kit, 4.5 x 34mm (cn: (B)(4), sn: (B)(6). Eq rev compress screw lck cap kit, 4.5 x 34mm (cn: (B)(4), sn: (B)(6). (Section f) please disregard f6 and f8. These were entered in error. (G4) initial awareness date in initial submission should have been 09-jun-2019. (H1) type of reportable event: serious injury.

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation. Concomitant devices: reverse humeral liner (cn: 320-38-00). Reverse humeral tray (cn: 320-10-05). Reverse glenosphere (cn: 320-01-38). Reverse glenosphere baseplate (cn: 320-15-04). Screws x4 (cn: not reported).

Event description:
Index surgery: (B)(6) 2019. X-rays show stem subsidence. No action was taken. The case report form indicates the event is possibly related to devices and possibly related to procedure.